Event description:
It was reported to aesculap inc. That a progav 2.0 shunt (part # unknown) was implanted on (B)(6) 2022. According to the complainant the shunt tubing inside the patient had disconnected causing hydrocephalus. Reportedly the patient underwent a revision surgery on (B)(6) 2023. The adverse event is filed under aic reference (B)(4). This complaint was received via user facility medwatch mw5153299.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: an investigation was not possible because the product is not available. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. A definitive conclusion about the suspected disconnection of the catheter is only possible by means of an examination. No further actions are required as a result of the complaint.